Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and a high blood glucose event. The customer¿s blood glucose was 441 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error after it alarmed weak battery and changed the battery. Customer was unable to clear the alarm. Customer had a blood glucose of 441 mg/dl and treated with manual injection. Customer's blood glucose reading was 345 mg/dl at the time of call. Customer's parent reported that the customer's blood glucose reading was running high due to he has been off the insulin pump for about 24 hours because of the keypad anomaly. Customer's parent stated that they will call back to troubleshoot when insulin pump is available. The insulin pump is not expected to return for analysis.